Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic bronchitis and chronic asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR (B)(4) 2518422-2023-38114 and that a serious injury has occurred. After evaluation, the report has been determined to be a product problem only.

Manufacturer narrative:
Repair evaluation information was received on 03/05/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic bronchitis, chronic asthma from the costumer. The device was returned to the manufacturer's product investigation laboratory for investigation. In the laboratory initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings: . 10 error was logged. . Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Technician can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Technician was unable to address the symptoms specified. Box d and h was updated in this report.